Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05737. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) m.d.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair with uterine suspension; due to sui, cystocele (stage 3), and uterine prolapse (stage 3). On (B)(6) 2012, the patient underwent mesh removal concurrently with washout, replacement of mesh with autologous rectus fascial pubovaginal sling (strip harvested from lower abdomen), partial removal and repair of anterior mesh, with tvh/usls (uterosacral ligament suspension) on right.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was also reported that post implantation, the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, vaginal discharge, urinary, bowel and neuromuscular problems, memory loss following prolonged use of antibiotics for bladder infections, abdominal pressure, digestive problems, difficulty walking and maintaining balance. It was reported that the patient underwent a mesh explant and re-implant with biological graft concurrent with a hysterectomy on (B)(6) 2012. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-05737. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.